Manufacturer narrative:
A ge service rep performed an onsite investigation. The hv cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system images were not usable. This will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with this event.